Manufacturer narrative:
Covidien reference: (B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The customer reported that this ventilator passed extended self-test (est) and short self-test (sst). The tse recommended cleaning the exhalation valve, and retesting the ventilator.

Event description:
It was reported that, during patient use, the ventilator generated an intermittent severe occlusion alarm. The patient was transferred to another ventilator without harm.